Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 288 mg/dl. Pump system check with the customer identified the blockage to be within the cartridge. Reportedly, customer reverted to using another pump for insulin therapy.